Event description:
I am thoroughly dissatisfied with the new insulin pump I purchased in (B)(6) 2014. Medtronic advertizes on their website that their new 530g insulin pump with enlite is their most accurate continuous glucose monitoring device. That has not been my experience at all. I constantly have problems with the accuracy of the blood sugar levels reported by the pump as compared to a glucometer. I have called the company several times and have not received any real help or explanation for why I have problems. The cde who did the initial training with me, (B)(6), said that the difference between the pump blood sugar reading and the glucometer should be no more than 10-20 points. I frequently have readings that are in excess of 100 points. I also get "calibration error" alarms which call for me to recalibrate by checking my blood sugar with my glucometer. If this happens again, I have to change the enlite sensor which is expensive and medtronic doesn't replace them free of charge. I have been using an insulin pump since 1995 and I am an experienced user. I truly feel as if this product is not living up to how it is advertised by medtronic.